Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01145, software version #: 4.2.0 f1908: delay of less than one hour f26: no patient impact h3, h6: software analysis was performed. It was determined that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b02, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure. It was reported that the site experienced issues taking a spin during a surgery. They had taken scout shots with no issue, but they were unable to take a spin after the system sat idle for about an hour. They tried to take a few more spins using the handpiece with no success. The system was rebooted and functioned as intended. There was less than an hour delay in surgery and no impact on patient outcome. Additional information was received, it was reported that there was only one other person in the room, excluding the patient.